Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown item# unknown unknown shell lot# unknown,item# unknown unknown stem lot# unknown. Customer indicated the device will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 1 year ago. 5 weeks post op, patient presented five weeks post-op with slow wound healing and some granulation tissue over the area. Subsequently, patient underwent wound revision and hip aspiration under fluoro which revealed rare polys, no epis, or organisms seen. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed from medical records received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Revision operative notes states patient had a small area mid incision that had delayed healing. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.